Event description:
It was reported that loss of capture (loc) was suspected in the patient with this right ventricular (rv) lead. Technical services (ts) reviewed the event and stated that it was difficult to determine whether loc had occurred; therefore, further evaluation in the clinical setting was recommended. No adverse patient effects were reported. This rv lead remains in service.